Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They reported the patient's ins had died two years ago because the therapy was not effective. It was confirmed that on (B)(6) 2017 the patient had an elective surgery to completely remove their system, and it was not replaced. The explanted devices were discarded by the explant facility. The patient recovered from the explant surgery without sequelae. No further complications were reported or anticipated.

Event description:
Information was received by a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's device had not been working for a couple of years. The patient was in need of a MRI. The reason for the MRI was not provided at the time of the call. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from a healthcare provider (hcp). They reported they had not been with the patient when they contacted the manufacturer on (B)(6)2017. They were informed by the MRI scheduling department that the patient's ins was dead. They confirmed the MRI was not related to the patient's device or therapy. No symptoms were reported to them. They reported that on (B)(6)2017 the patient had their device explanted, and the patient ended up having the MRI on (B)(6)2017. The patient had it removed because they were not using it, they did not want it and they needed a MRI. The patient's weight was also obtained at the time of this report. No further complications were reported.